Event description:
Tracheostomy cleaning brush broke off at handle while doing tracheostomy care. Brush separated at point where wire engages plastic tip. Brush was retrieved from tracheostomy tube with tweezers. No consequence to pt. A sample from same lot was returned to the MFR for evaluation.